Manufacturer narrative:
Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
A biomedical engineer reported that the cs300 intra-aortic balloon pump (iabp) experienced a fiber optic module failure prior to use. There was no patient involvement.